Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of one (1) year due to pannus. The explanted valve was replaced with a 23mm 11500a. Per the medical records, the patient presented with fever, confusion and left sided ischemic strokes thought to be caused by vegetation/abscess of the previously placed supra-coronary graft.  Blood cultures were positive for staph aureus.  There was no evidence of bioprosthetic aortic valve dysfunction.  Intraoperatively, there was no signs of infection of the annulus, but the valve was explanted due to the presence of pannus, which was thought to be abnormal in presentation.  The valve was sent to microbiology, but the results are not known. The patient was successfully removed from bypass and was transferred to ICU in critical condition.  The patient is still recovering in the hospital. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrective data: corrected section: h6 (conclusion codes).

Manufacturer narrative:
H3: product evaluation summary: customer report of pannus was confirmed. X-ray demonstrated wireform intact and minimal calcification nodules on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and 6mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal to moderate at both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Serrated mechanical damage marks were observed on leaflet 2 near commissure 3 at the outflow aspect. Sewing ring was cut around leaflets 1 and 2. H10: additional manufacturer narrative: updated section: h3, h6 and h10 pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time. However, there are no indications of a manufacturing defect.  The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.